Manufacturer narrative:
This report is being filed on an international product, list number 6c37, that has a similar product distributed in the us, list number 1l79. (B)(4), no known device problem. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The initial report was submitted under brand name abbott architect anti-hcv. It was determined that the investigation should be performed on brand name axsym hcv 3.0 reagent. Report 1415939-2011-00583 will be submitted to reflect this new information.

Event description:
The laboratory director requested information regarding the content of the architect hcv positive control because one of the operators splashed it in one of her eyes. Information about the incident (how, when, the circumstances) was requested. The response received was that the operator washed her eyes with plenty of water. No further information was available.